Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response episodes. This ICD remains in service and is functioning as programed. No additional adverse patient effects were reported.